Event description:
Covidien received a report from an end user alleging that the unit is emitting black fiber-like particles which are being deposited in the water of his humidifier.

Manufacturer narrative:
Customer refused to return the device for eval.